Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up medwatch will be completed.

Event description:
It has been reported following the implantation of an intramedullary nail, the patient was revised due to a fracture at the transverse screw hole. The patient experienced a delayed union. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Updated: h6: method-4114. H6: conclusion-50 . The customer did not return the component for evaluation. Review of the photos of the x-ray confirmed the nail had fractured at the transverse screw hole. Based on the information provided regarding the patients' medical history it was determined the root cause is most likely due to human/patient factors.